Event description:
The customer reported that the knob was broken. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the knob was broken. There was no reported pt involvement. The device was evaluated by philips. The system was clarified as a failure to power up. Replacing the optical switch resolved the issue.